Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device, and the reported condition could not be confirmed. The unit met all specifications, and no failures were observed during the assessment. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the handle of the motor device "overheated." It was unknown to the reporter if the device was used in surgery. The date of the event was undetermined. It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.